Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported foot retraction issue was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 5fr sheath using the preclose technique prior to a thoracic endograft repair procedure. Reportedly, the footplate on the proglide device was difficult to retract. After some manipulation the footplate could be retracted and the proglide device removed from the artery. There was no vessel damage reported. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized; however, the sheath size was not provided. The thoracic endograft repair procedure was completed and hemostasis was achieved using the pre-placed proglide sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.